Manufacturer narrative:
(B)(4). Information is unavailable.

Event description:
Please see user facility medwatch

Manufacturer narrative:
(B)(4). After further investigation with the sales rep it was determined that the event is a duplicate of 3005075853-2014-02165. This complaint is being voided and the medwatch report is being transferred to the appropriate record.